Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the patient reported an early sensor expiration alert. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the early sensor expiration alert could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. Voltage testing was performed and the test passed. A review of the share logs was performed and an early sensor expiration was found within the investigation window. The allegation was confirmed. The probable cause could not be determined.